Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted successfully. Two weeks post-implant the patient received two inappropriate shocks. Myopotential oversensing was observed on the stored episodes. Automatic setup was performed again and the device selected the alternate vector. However, the physician chose the primary vector because it appeared to have less noise when the patient contracted their pectoral muscle. Two days later, the patient received two more inappropriate shocks. The patient was hospitalized and the device was programmed off. A review by technical services indicated the noise was on all vectors and x-rays were recommended to verify system position. The x-rays did not reveal movement of the system. The physician then decided to explant and replace the electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.